Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device with a guidewire stuck inside. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. Visual examination revealed no damages. The guidewire was removed, and a test guidewire was inserted through the device. Product analysis found no damage to the device that could have contributed to the reported stuck on guidewire. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. A 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the 85% stenosed and minimally tortuous middle left anterior descending (lad) artery. Upon withdrawal of the rotalink plus, it became stuck on the rotawire. The rotalink plus and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. A 1.25mm rotalink plus and rotawire were selected for an atherectomy procedure in the 85% stenosed and minimally tortuous middle left anterior descending (lad) artery. Upon withdrawal of the rotalink plus, it became stuck on the rotawire. The rotalink plus and the rotawire were removed together as one unit from the patient. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.